Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown coronary lesion. During advancement, the nc trek 2.5 x 15 mm balloon dilatation catheter broke close to the hub outside the patient's anatomy. There were no adverse patient effects. No additional information will be provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The shaft separation was confirmed. The investigation was unable to determine a conclusive cause for the reported shaft separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.